Event description:
Additional information received reported that the patient received assistance from his health care provider (hcp) or manufacturer re presentative and his concerns were resolved.

Manufacturer narrative:
Product ID 37651 lot# serial# (B)(4), product type recharger product ID 37642 lot# serial# (B)(4), product type programmer, patient product ID 3387s-40 lot# v476623, implanted: 2010 (B)(6), product type lead product ID 7482a40 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a scheduled visit with their healthcare professional (hcp) planned. It was noted, the hcp wanted to conduct an MRI because, the hcp thought the patient "may have thrown a couple of tia's, or some kind of stroke, or something." "Tia" may refer to transient ischemic attack. The reporter noted the MRI was to see if the patient "had one" but "they weren't sure." Additional information was requested but was not available at the date of this report.